Event description:
It was reported that the spinal cord stimulation patient was experiencing insufficient coupling and charging difficulties. The physician assessed that the ipg was tilted and implanted too deep in the pocket on the right buttocks. The patient underwent a pocket revision procedure and is doing well post-operatively.